Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, t¿s likely the image failure and error code e315 was due to a charged coupled device unit failure. The final root cause of the charged coupled device unit failure was unable to be identified. The following is included in the instructions for use: ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Wet contacts could cause the equipment to malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty charge coupled device unit. It was also noted that there was a small cut on the cable and the connector was non-olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the camera head had an e315 unsupported scope error. There was no image and only color bars were seen on screen. The issue occurred during a therapeutic kidney stone removal procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.